Event description:
It was reported that the right ventricular (rv) lead had placement difficulty due to suspected patient anatomy. There was difficulty in getting proper r waves and thresholds at the same time. The physician ultimately decided to use an alternate, passive lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the outer insulation breached in various locations and blood visible on proximal conductor. The outer insulation breach is likely the caused of electrical complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.